Event description:
Per information received from attorney on 8/12/02: the user alleges to have been injured when the left rear leg of the walker slipped from the adjustment height, resulting in a broken hip and injured hand.